Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for device exchange due to elective replacement indicator (eri) alert. Lead inspection showed the right atrial (ra) lead exhibited a small insulation break. The lead was repaired during procedure on (B)(6) 2021. The patient's condition was unknown.